Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of excessive no delivery alarms, displayable history crc check failed on startup and low alerts on the insulin pump. The customer's blood glucose reading was 147 mg/dl. The customer stated that the alarms occurred when she was sitting and using her ipad. The customer stated that the alarm occurred during the rewind process. The customer stated that a temporary basal was not programmed before the displayable history crc check failed on startup alarm. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump passed the self test and no unexpected error alarms occurred during testing. However, the pump had multiple displayable history alarms in the alarm history screen due to a corrupted history file. No cosmetic damage was noted during visual inspection.